Event description:
An olympus representative (rep) reported that when connecting the video system center to the high definition lcd monitor, the video system center was not providing an image. According to the initial reporter, this event took place during preparation for a diagnostic procedure. Reportedly, after turning off the unit, reseating the cables, and turning the device back on, the image was present. The staff was then able to complete the intended procedure with the subject device without any harm to the patient.

Manufacturer narrative:
The rep called into olympus technical assistance center (tac) personnel to report the no image issue. During the call, tac attempted some trouble-shooting options, which included powering the unit off, reseating the cables, and then turning the unit back on. This option successfully restored the image. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e3 and g2 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. Olympus will continue to monitor field performance for this device.